Manufacturer narrative:
When the hill-rom technician investigated the likorall 242 s lift, it was noted the safety drum was leaking oil. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the customer performed preventative maintenance on this lift. The likorall 242 s lift will be replaced. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s lift was leaking oil. The lift was located at the customer's home at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).